Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the they are having issues with the act button and the up arrow button. The customer¿s blood glucose was unknown at the time of incident. The customer state that the act button had to be pressed a lot of times for it to work and states the up button works but it was slow. The customer also state that the time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.